Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s"), kidney infection ("kidney infection") and sepsis ("blood infection") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had the hsg test performed". The patient's past medical history included multi gravida and parity 3. Concurrent conditions included overweight, vomiting, cephalgia, sweaty, photophobia, ingrowing nail, sexually transmitted disease, vaginitis, breast mass, systemic lupus erythematosis, myopia, allergic rhinitis and pain in hip. Family history included breast cancer. Concomitant products included ibuprofen, naproxen (naprosyn), ondansetron (zofran), promethazine (phenergan), sumatriptan (imitrex), topiramate (topamax) and verapamil. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced kidney infection (seriousness criterion medically significant) with nausea, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection (bladder)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") with pruritus, vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2011, the patient experienced toothache ("dental problems teeth hurt and feel like they are going to fall out"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In 2012, the patient experienced visual impairment ("vision problem/ visual impairment"), eye disorder ("eye problem") and amnesia ("memory lossmemory loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, sepsis (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation/ bleeding"), alopecia ("hair loss bald spot: very thin"), adnexa uteri cyst ("right paraovarian cyst"), adnexa uteri pain ("fallopian tube pain"), muscle twitching ("twitching") and arthralgia ("hip pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, kidney infection, sepsis, toothache, dysmenorrhoea, dyspareunia, fatigue, mood swings, cystitis, migraine, headache, depression, anxiety, vaginal discharge, eye disorder, weight increased, alopecia, amnesia, adnexa uteri cyst, adnexa uteri pain, muscle twitching and arthralgia outcome was unknown, the menorrhagia, allergy to metals and visual impairment had not resolved and the urinary tract infection had resolved. The reporter considered adnexa uteri cyst, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, headache, kidney infection, menorrhagia, migraine, mood swings, muscle twitching, sepsis, toothache, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: essure was in place. Current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Transvaginal ultrasound (tvu) - I had the appointment scheduled, but moved and never . Had the hsg test performed. She went to the ER and they did an ultrasound and confirmed that the essure was in place. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events blood infection, twitching, hip pain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s"), kidney infection ("kidney infection") and sepsis ("blood infection") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had the hsg test performed". The patient's past medical history included multi gravida, parity 3, uti, nickel sensitivity, poor vision and eye movement disorder. Concurrent conditions included overweight, vomiting, cephalgia, sweaty, photophobia, ingrowing nail, sexually transmitted disease, vaginitis, breast mass, systemic lupus erythematosis, myopia, allergic rhinitis and pain in hip. Family history included breast cancer. Concomitant products included cyclobenzaprine since 2017, fluticasone propionate (flonase) since (B)(6) 2010, hydroxyzine hydrochloride (hydroxyzine hcl) since 2014, ibuprofen, naproxen (naprosyn) since (B)(6) 2013, ondansetron (zofran) since november 2013, promethazine (phenergan) since (B)(6) 2013, sumatriptan (imitrex), topiramate (topamax) since (B)(6) 2013 and verapamil since (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. From january 2009 until april 2009, the patient received oral contraceptive nos at an unspecified dose and frequency. In 2009, the patient experienced kidney infection (seriousness criterion medically significant) with nausea, sepsis (seriousness criterion medically significant), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection (bladder)"), migraine ("migraines"), headache ("headaches/pain was so bad that it felt like a tumor in my head; wanted gun and shoot my head"), allergy to metals ("nickel allergy") with pruritus and post procedural discomfort, vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss bald spot: very thin"), adnexa uteri pain ("fallopian tube pain"), arthralgia ("hip pain") and insomnia ("couldn't sleep"). In january 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2011, the patient experienced toothache ("dental problems teeth hurt and feel like they are going to fall out"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In 2012, the patient experienced visual impairment ("vision problem/ visual impairment"), eye movement disorder ("eye problem/twitching; eye") and amnesia ("memory loss memory loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menorrhagia ("increased bleeding during menstruation/ bleeding"), adnexa uteri cyst ("right paraovarian cyst") and muscle twitching ("twitching"). The patient was treated with trimethoprim and cefalexin (keflex). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, kidney infection, sepsis, toothache, dysmenorrhoea, dyspareunia, fatigue, mood swings, cystitis, migraine, headache, depression, anxiety, vaginal discharge, eye movement disorder, weight increased, alopecia, amnesia, adnexa uteri cyst, adnexa uteri pain, muscle twitching, arthralgia and insomnia outcome was unknown, the urinary tract infection had resolved and the menorrhagia, allergy to metals and visual impairment had not resolved. The reporter considered adnexa uteri cyst, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, cystitis, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fallopian tube perforation, fatigue, headache, insomnia, kidney infection, menorrhagia, migraine, mood swings, muscle twitching, sepsis, toothache, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: she had not underwent esure removal or currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: essure was in place. Current weight 160 lbs. Approximate weight at the time of essure placement 165 lbs. Transvaginal ultrasound (tvu) - I had the appointment scheduled, but moved and never . Had the hsg test performed. She went to the ER and they did an ultrasound and confirmed that the essure was in place. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 30-may-2018: reporters information was added. Her historical conditions were added. Her concomitant medication and treatment drug added. Event eye disorder updated to eye movement disorder. New events insomnia, post procedural discomfort added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), kidney infection ("kidney infection") and sepsis ("blood infection") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had the hsg test performed". The patient's past medical history included multi gravida, parity 3, uti, nickel sensitivity, poor vision and eye movement disorder. Concurrent conditions included overweight, vomiting, cephalgia, sweaty, photophobia, ingrowing nail, sexually transmitted disease, vaginitis, breast mass, systemic lupus erythematosis, myopia, allergic rhinitis, pain in hip, cramp in lower abdomen, fibroids, bladder discomfort, flu-like illness, phlebolith, thrombocytopenia and tachycardia. Family history included breast cancer. Concomitant products included cyclobenzaprine since 2017, fluticasone propionate (flonase) since(B)(6) 2010, hydroxyzine hydrochloride (hydroxyzine hcl) since 2014, ibuprofen, naproxen (naprosyn) since (B)(6) 2013, ondansetron (zofran) since november 2013, promethazine (phenergan) since (B)(6) 2013, sumatriptan (imitrex), topiramate (topamax) since (B)(6) 2013 and verapamil since (B)(6)2013. On (B)(6)2009, the patient had essure inserted. From january 2009 until april 2009, the patient received oral contraceptive nos at an unspecified dose and frequency. In 2009, the patient experienced kidney infection (seriousness criterion medically significant) with nausea, sepsis (seriousness criterion medically significant), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection (bladder)"), migraine ("migraines"), headache ("headaches/pain was so bad that it felt like a tumor in my head; wanted gun and shoot my head"), allergy to metals ("nickel allergy") with pruritus and post procedural discomfort, vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss bald spot: very thin"), adnexa uteri pain ("fallopian tube pain"), arthralgia ("hip pain"), insomnia ("couldn't sleep") and feeling abnormal ("pain was so bad that it felt like a tumor in her head / wanted to take gun and shoot my head off"). In january 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2011, the patient experienced toothache ("dental problems teeth hurt and feel like they are going to fall out"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In 2012, the patient experienced visual impairment ("vision problem/ visual impairment"), eye movement disorder ("eye problem/twitching; eye") and amnesia ("memory loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menorrhagia ("increased bleeding during menstruation/ bleeding"), adnexa uteri cyst ("right paraovarian cyst") and muscle twitching ("twitching"). The patient was treated with trimethoprim and cefalexin (keflex). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, kidney infection, sepsis, toothache, dysmenorrhoea, dyspareunia, fatigue, mood swings, cystitis, migraine, headache, depression, anxiety, vaginal discharge, eye movement disorder, weight increased, alopecia, amnesia, adnexa uteri cyst, adnexa uteri pain, muscle twitching, arthralgia, insomnia and feeling abnormal outcome was unknown, the urinary tract infection had resolved and the menorrhagia, allergy to metals and visual impairment had not resolved. The reporter considered adnexa uteri cyst, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, cystitis, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fallopian tube perforation, fatigue, feeling abnormal, headache, insomnia, kidney infection, menorrhagia, migraine, mood swings, muscle twitching, sepsis, toothache, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: she had not underwent esure removal or currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound scan vagina - on (B)(6)2016: essure was in place current weight 160 lbs. Approximate weight at the time of essure placement 165 lbs transvaginal ultrasound (tvu) - I had the appointment scheduled, but moved and never . Had the hsg test performed.she went to the ER andthey did an ultrasound and confirmed that the essure was in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. New event pain was so bad that it felt like a tumor in her head was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.